Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to sensor wire detached. The allegation was confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was a missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2019. No product was provided for evaluation. Confirmation of the reported missing sensor wire could not be determined. A probable cause could not be determined. No additional event or patient information is available.